Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and the reported was not reproducible. Compressor cycling test (ok), no sudden temperature rise confirmed. There is information that the intake and exhaust vent may have been blocked by a curtain. As a precaution, the operation of the fans (2 locations) was checked and cleaned. After each operation, we checked the operation based on the inspection record sheet and confirmed that it is currently working properly.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name (B)(6). Event site telephone - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use on patient cardiosave intra aortic balloon pump (iabp) had system overheating occurred. Treatment continued after restarting pump. There was no harm or injury reported to patient.